Event description:
A report was received that the patient's ipg was no longer working. The patient underwent a revision procedure wherein the ipg was replaced.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction.

Event description:
A report was received that the patient's ipg was no longer working. The patient underwent a revision procedure wherein the ipg was replaced.